Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was between 200-400 mg/dl. The customer's blood glucose at time of incident was in the 300 mg/dl and current blood glucose 138 mg/dl. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose level. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).